Event description:
It was reported that the patient was in a vf/vt storm and received appropriate therapy. Noise toward the end caused a final therapy which was inappropriate because the patient was in sinus rhythm. The last shock induced vf and the message - end of therapies - was noted on the device. The patient was in the hospital when this occurred and the vf was terminated with external defibrillation. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.